Event description:
Information received by medtronic indicated that the insulin pump had a damaged retainer ring. No harm requiring medical intervention was reported. The device will be returned for analysis. Reporter alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The allegation did not specify the pump identifier (serial number) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, are considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number is identified, all related reports will be updated accordingly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump was received with a cracked battery tube threads, a cracked case behind the pump near the battery tube compartment and a cracked retainer. Pump was also received with a blank display. Unable to perform the self test, active current measurement, sleep current measurement and displacement test due to blank display. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. During visual inspection, the cracked case behind the pump near the battery tube compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Pump was cut open to perform visual inspection and found corrosion on the electronic assembly. No corrosion or moisture damage on the force sensor, motor and vibrator assembly noted. The battery tube assembly was pushed back into the right position and the pump was able to power up. However, critical pump error (open book image) alarm was noted. Continued to pump download. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 53 alarms on: (B)(6) 2022 14:37:28.000, (B)(6) 2022 14:37:54.000, (B)(6) 2022 14:38:18.000 and (B)(6) 2022 14:38:41.000. Pump error 53 alarm due to software error (linenumber = 5632 ; filenumber = 2005). Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 07:44:49.000 to (B)(6) 2022 14:02:48.000; ;(B)(6) 2022 05:39:53.000 to (B)(6) 2022 13:20:25.000; (B)(6) 2022 06:12:51.000 to (B)(6) 2022 10:50:00.000; (B)(6) 2022 00:20:21.000 to (B)(6) 2022 15:05:00.000; (B)(6) /2022 02:18:36.000 to (B)(6) 2022 02:43:00.000; low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 11:55:47.000; (B)(6) 2022 10:40:58.000 to (B)(6) 2022 21:36:05.000; (B)(6) 2022 01:35:00.000 to (B)(6) 2022 13:52:00.000; replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022 09:03:00.000 and (B)(6) 2022 09:13:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2022 09:34:00.000 and (B)(6) 2022 09:44:00.000 power loss alarm was recorded and found in the formatted history file on: (B)(6)2022 09:44:00.000 to (B)(6) 2022 17:56:20.000 (B)(6) 2022 10:59:03.000 was recorded and found in the formatted history file on: (B)(6) 2022 13:46:20.000 to (B)(6) 2022 15:25:13.000 (B)(6) 2022 02:29:34.000 and (B)(6) 2022 02:29:46.000 and failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2022 17:55:59.000; (B)(6) 2022 13:56:39.000 to (B)(6) 2022 14:02:46.000; (B)(6) 2022 05:40:01.000 to (B)(6) 2022 06:26:12.000; (B)(6) 2022 01:19:58.000 to (B)(6) 2022 14:38:21.000. Unexpected battery power loss or replace battery alert/replace battery now alarm, low battery alert and power loss alarm were confirmed. Upon checking on the power data, the unloaded vaa voltage (battery voltage) is 1.5v. The customer is using a good battery. Unexpected battery power loss or replace battery alert/replace battery now alarm, low battery alert and power loss alarm were confirmed due to corrosion on the electronic assembly. Force sensor zero offset within specification (23.5 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery compartment. A cracked retainer was confirmed. Blank display was confirmed due to shifted battery tube assembly. Unable to download history files and traces were confirmed. However, the battery tube assembly was pushed back into the right position and the pump was able to power up and continued to download. Unexpected battery power loss or replace battery alert/replace battery now alarm, low battery alert and power loss alarm were confirmed due to corrosion on the electronic assembly. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms. Pump error 53 alarms due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.